Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will not be requested as this is a legal case. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, pain and post operative hematoma.

Event description:
Patient representative reported right side "aggressive capsular contracture, baker grade unknown in the right breast with radiation of pain into right shoulder," "post operative hematoma," and "increased risk of alcl." Device has been explanted.